Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator for the ignition issues. However, the issue was still present. The lamp module then was replaced to resolve the reported problem. The system was tested and verified as ready for use. The lamp module involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Isi has received the illuminator involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had error 48245 indicating a faulty illuminator. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to shut down the system and reseat the lamp module, but there was no change. The tse asked the customer to shut down the system and disconnect the communication cable between the illuminator and the double camera controller (doco). The tse assisted the customer in recovering the system and asked them to use an external illuminator to resume the surgery. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the illuminator involved with this complaint to perform failure analysis (fa). The illuminator was analyzed and the reported failure was replicated. This unit was installed into the test system and it failed with error 48245 after the system boot-up. Visual inspection found that the back of both fans was dirty.

Event description:
Refer to h10/h11 for follow-up information.